Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/21/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2016. Patient's mother stated that three days after the sensor was applied it fell off and a red skin reaction, located under the sensor patch, was noticed. Patient's mother reported that the patient began experiencing skin reactions approximately one year into use of the dexcom. The patient usually experienced reactions that included itching, redness and raised skin. Patient experienced reactions while using skintac and tegaderm, applied to help with sensor adhesion. Currently, patient was only using grif-grips and reactions were isolated to just under the dexcom sensor adhesive. Patient has also previously experienced cellulitis while using both the dexcom and their insulin pump. The affected area was treated with triamcinolone acetonide cream, prescribed during a visit with the patient's doctor. Date of doctor visit is unknown. On (B)(6) 2016, patient's mother provided an update concerning the patient's condition. Patient's mother stated that the patient had not experienced any skin reactions while using the new heat-staked sensors. Patient's mother did mention that the patient had experienced an abscess at the site of their insulin pump, which required emergency assistance. Abscess was not related to the dexcom system. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.